Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. High current drain for 15 minutes when a telemetry-c session ended was confirmed but was deemed nominal, so it was determined that the temporary high current was not sufficient to cause the early depletion. The unit was confirmed to be on the care link network. The impact of usage while on, or off, the network was investigated, but no conclusion could be made. Other: it was reported that there was no capture. The lv (left ventricular) lead was capped and replaced. It was also reported the crt device was explanted and replaced due to eri (elective replacement indicators). The crt device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. No conclusion can be drawn; capture, failure to.

Event description:
It was reported that there was no capture. The lv (left ventricular) lead was capped and replaced. It was also reported the crt device was explanted and replaced due to eri (elective replacement indicators). The crt device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.